Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during servicing, the unit would not spin. It was further reported that several of the v-groove rollers in the rotor were worn and would not spin freely. There was also a torn usb dust cover. These parts had all been replaced. No patient was present when the issue was identified.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000587, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000105, serial/lot #: -, ubd: , UDI#: h3: a manufacturer representative went to the site to test the navigation system. The v-groove rollers on the rotor that did not spin freely were replaced. The torn usb dust covers were also replaced. The system passed checkout and was fully functional at the time. Fdd code a05; annex code g04037 apply to the product bi71000587, kit svc o2 bi71000587 usb dust cap cover. Fdd codes a090501 and a05; annex code g05001 apply to the product bi71000105, svc kit bi71000105 v groove rollers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.